Event description:
A report was received that a pt was experiencing warmth at the pocket site while the stimulation was turned on. The sensation began after the pt fell on the ipg site. A rep determined that the fall may caused damage to the ipg. The pt is expected to undergo a revision procedure.